Manufacturer narrative:
It should be noted that calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.it should be noted that although the valve was implanted for less than 5 years, patient factors (dialysis) may have contributed to the onset and propagation of calcification resulting in valve degeneration. Per a technical summary written by edwards lifesciences, specifically bovine pericardial and porcine tissue valves, the contribution factors to the onset and propagation of calcification resulting in valve degeneration as described is applicable to all tissue valves, and therefore, thv valves can be included in the scope of the technical summary as thv valves are made from the same pericardial tissue and see similar manufacturing processes as edwards surgical valves.

Manufacturer narrative:
A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaint. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.   Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  Based on the limited information provided, the root cause for the valve degeneration proximally 2 years post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities and/or pre-existing valvular disease process.

Manufacturer narrative:
The investigation of this event is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), two years post implant of a 26 mm sapien 3 valve in the aortic position, sclerotic degeneration of the valve flaps with increase gradients of 35mmhg to peak of 61mmhg were observed with paravalvular leak. A second 26 mm sapien 3 valve was implanted valve in valve (viv). The paravalvular leak resolved and the mean gradient was reduced to 10mmhg. Post viv procedure cannulation of the mitral valve was performed and a 29 mm sapien 3 valve was implanted in mitral position. The patient was in stable condition post procedure. It is to be noted the patient¿s pre-existing conditions of renal failure and dialysis treatment may have contributed to the early valve degeneration.